Event description:
It was reported to vyaire medical that the bellavista1000 us is giving an alarm 278 -internal o2 sensor concentration high and 196 - plv: pressure limitation active" while connected on a patient. Alarms occur every 15 min. Before vent changed. Furthermore, there was no info. For patient harm associated with the event.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, log on (B)(6) 2023 found 278 alarm as well as many ltv 196 alarms. Calibrations was done and within specs. Informed customer to perform troubleshooting steps for photonic o2 sensor. Also, informed that the plv alarm is most likely a user education issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. There were no problem detected to device performance. Most likely o2 enriched ambient air getting to the sensor on the main electronics through the device cooling fan. Optimizations in software v6.0.1700.0 is reducing the chance for this alarm 278 to be triggered. The alarm 196 was due to lack of training/understanding of the bellavista plv (pressure limited ventilation) lung protection safety feature.